Event description:
It was reported that a cam02 was received with a rejection sticker and board failure error message. This issue was found upon receipt of the unit. There was no pt contact, no injury or delay as a result of this problem.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.

Manufacturer narrative:
Integra has completed their internal investigation on 07/24/2015. The investigation included methods, evaluation of actual device, review of device history records and review of complaints history. Results: the DHR pack appendix 1 was reviewed for cam02 monitor serial (B)(4). The review verified all the functionality tests were carried out accordingly and all results of the tests were recorded as within specification prior to the cam02 monitor been released. Service history: the complaint incident occurred upon receipt of the cam02 monitor the reporting facility therefore there is no service history to be reviewed for this complaint investigation. During the time period "jan 2014 to jan 2015", the global product usage for cam02 monitor was calculated as 8,539 usages, using the total quality of cam02 monitor catheter sales sold to calculate the quantity of usages 1 catheter is used per procedure, and is used as a means of quantifying the number of procedures undertaken. The current complaint rate is 0.02% of procedures. Conclusion: reported board failure error message. The root cause of error code e1057 was verified as the cam02 monitor was powered on with a low level charged battery. The cam02 monitor was verified as performing to specification. The customer received the monitor with a rejected sticker. The complaint investigation identified at the time of the complaint incident a review of the cam02 monitor for a red tag was not performed in conjunction with the cleaning of the unit during the packaging process.